Event description:
It is reported that during the reaming process, the surgeon used excessive force trying to ream over 2 kinked guide wires, causing the reamer head to torque off and remain in the patient. The piece was later retrieved.

Manufacturer narrative:
Evaluation summary: as returned, the reamer head was broken. The excessive force mentioned by the reporter might have lead to the fracture. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unknown. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. It is unknown whether the reaming technique correlated with the surgical technique. The shaft is fractured at the junction between the fold reamer head and the shaft. Inner and outer diameters are within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.